Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the digital visual interface (dvi) connector did not work due to a printed circuit board (qb board) failure, dvi connector failure and video connector failure. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer which noted that the reported event (dvi connector not working properly) occurred during preparation of use of an unknown therapeutic procedure. It¿s unknown if the procedure was completed using the subject device or a similar device. The procedure was completed without delay. There was no patient harm or consequence reported as a result of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. Please see updates to b5, e2, e3, and h10.

Event description:
The customer reported to olympus the dvi (digital visual interface) connector of the high definition lcd monitor was not working, even with new cables. There was no patient/user harm or injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's connector allegation was able to be confirmed. During the device evaluation it was observed that the faulty connector was due to damage to the connectors and missing hardware (5 screw) on the printed circuit board. It was also observed that video connector output was also damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.